Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump recieved excessive no delivery alarms. The customer reported that the blood glucose was 32 mmol/l at the time of incident. The customer's current blood glucose was 21.0 mmol/l at the time of call. The customer reported that the piston inside the insulin pump did not move and the insulin pump recieved no delivery alarm. Troubleshooting was performed but was not completed. The customer reported that the insulin pump may have been under delivering the insulin. The insulin pump is not expected to return for analysis.